Event description:
An endeavor resolute rx drug-eluting stent, length 18mm, diameter 2.5 mm, was intended to direct stent a tortuous lcx lesion in a pt. It was reported that the stent dislodged from the delivery system in the pt. The device was inspected prior to use with no abnormalities noted. Difficulties were encountered while advancing the device into the lcx due to the sharp angle of the vessel. The device was pulled back to the lmca before a second attempt to advance into lcx. It was again difficult to negotiate into the lcx. The device was retracted and it was observed on the monitor that the stent was no longer attached to the balloon. The delivery system was withdrawn from the vessel and it was confirmed that the stent had dislodged from the balloon. The pt was sent for bypass surgery. The stent was not removed from the vessel. The pt was stable post surgery and no clinical sequelae have been reported.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/30/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display, it appears to have condensation under display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.